Event description:
Handpiece malfunction during surgical case resulting in a significant increase of surgery time. Additional clinical information requested.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.